Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg the issue occurred upon closing the insertion site of greater curvature side. Upon the third fire the surgeon fired the device but the tip of the jaws were still opened. The tissue of the patient side was stapled normally; however, u-shape staples were placed on the specimen side. No strange sound was heard on firing. The patient is fine. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture.